Event description:
It was reported to philips that the device would not x-ray on either the frontal nor lateral plane. The system was in clinical use. The pediatric patient had to be moved to another room to complete examination. A philips field service engineer (fse) visited the site and replaced the ip-pc and the hard disks. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no green ready light for both frontal and lateral image processing pc (ippc) when x-ray enable button was pushed. The review of system log files shows ¿malfunctioning frontal ip-pc¿. Upon functional testing, the fse found that issues with image processing pc and os hard disk. The philips engineer replaced frontal ippc and hard drives, and uploaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.